Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part# unknown/ unknown cup/ lot # unknown. Part# 139258/ m2a taper/ lot # 48898. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04058.

Event description:
It was reported that patient underwent hip revision surgery approximately 10 years post implantation due pseudotumor and adverse local tissue reaction. Attempts have been made and additional information on the reported event is unavailable at this time.